Event description:
It was reported that a jugular deployment system was packaged as a femoral deployment system. The target location was the inferior vena cava. A femoral access greenfield¿ filter kit was selected. The sheath was inserted into the patient. The filter deployment system was selected; however, prior to introduction into the patient, the filter appeared loaded in the orientation of a jugular deployment system. The procedure was aborted. No patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a box, a pouch, a femoral introducer catheter: flexcarrier¿ capsule pre-loaded with greenfield¿ stainless steel vena cava filter, a dilator and a guide wire were returned for analysis. The greenfield¿ stainless steel vena cava filter was returned for analysis in the capsule however it was in to be in the orientation consistent with a jugular filter. All packaging state that the device is a femoral filter. The locking mechanism of the femoral carrier capsule was found to be in the locked position. Upon further investigation it was evident that there was blood present on the carrier capsule, the filter legs, in the sheath and in the flush port. The filter was manually removed by hand from the capsule with ease. Analysis of the carrier capsule indicates that the filter was loaded in the correct orientation during manufacturing as there was evidence of scratches on the inner wall of the capsule consistent with the device being loaded as a femoral filter. The filter was attempted to be reinserted into the carrier capsule in the jugular orientation and this was completed successfully. Product analysis of the device did not confirm the reported event as the presence of the scratches on the inner wall of the capsule confirm the legs of the filter made contact with the wall as they were loaded in the femoral orientation during the manufacturing process. The orientation of each filter is confirmed as per specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a jugular deployment system was packaged as a femoral deployment system. The target location was the inferior vena cava. A femoral access greenfield¿ filter kit was selected. The sheath was inserted into the patient. The filter deployment system was selected; however, prior to introduction into the patient, the filter appeared loaded in the orientation of a jugular deployment system. The procedure was aborted. No patient complications were reported.